Manufacturer narrative:
There was no battery out limit alarm or blank display noted. All operating currents are within specifications. The unit passed self-test and displacement test. The insulin pump was received with broken reservoir tube lip noted, cracked battery tube threads, minor scratched lcd window and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called and reported that the insulin pump had a blank display and was beeping all night long. It was also stated that the customer had battery out limit alarms that occurred during normal use. The insulin pump was reportedly not bumped or dropped, but there were cracks on the reservoir compartment. Customer was advised the device would be replaced and agreed to return the product for analysis.